Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone13.4 cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 21 mg/dl while wearing the pod between 4 and 24 hours. The patient was found unresponsive as well as unable to stand up and disoriented. The patient's therapist had been calling and knocking at the door so the patient's friend was contacted who had a key to open their door. The patient was taken by ambulance to the hospital emergency room. Once at the hospital the patient was treated with intravenous sugar water as well as jell-o. The patient was in the hospital emergency room for around 8 hours.